Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:50990215x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy, the device had alarm issue. It showed error code 404 energy activation / sealing issue on the generator. The device had inadequate sealing. There was evidence of energy delivery but bleeds after cutting and end tones was heard. The jaws were not cleaned because it happened immediately out of sterile packaging. There was zero good seals. The tissues thickness was not very compressed to less than 1.5mm of fatty tissue / omentum. The device was connected to a generator with software version 5.0.0.4025. The procedure was completed with a competitor's device. The issue occurred during lysis of adhesions on peritoneum at the onset of the procedure. The patient had a bleeding of 2ml that did not require a blood transfusion.

Manufacturer narrative:
Additional information: a2(date of birth), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device displayed error code 404 during energy activation, and there was a sealing issue with the generator. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.